Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The proximal reaming holder internal rod tip broke off while trying to extract the proximal reaming guide. Another internal rod was opened, but bent in the process.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the tips are broken and bent. Eco 103189107 was created on october 28, 2015 to change the diameter and shorten the length of the tip. The complaint sample was manufactured prior to the eco change. Based on the investigation, no further action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.